Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device had a white screen. There was reportedly no patient involvement. The rse provided a quote for diagnostic service, however, the customer did not accept the quote. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.